Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It was reported that while inserting the tibia nail during the procedure, the nail was flushed; drive cap broke off of the insertion handle. It was reported that a thread broke off from the drive cap. All broken fragments were retrieved and none remain in the patient. There were was no delay in completing the procedure. The procedure was successfully completed with no patient injury. This is report 2 of 2 for complaint (B)(4).